Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette sample or diluent into well positions b11, c11, d11, and e11 and no error message was generated. A field service engineer was dispatched and was unable to duplicate the event. Fse replaced all twelve tip clamps. No death or serious injury was associated with this event.